Manufacturer narrative:
The insulin pump alarmed a21 due to faulty component on the interface board. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No off no power anomaly, battery out limit alarms or a17 alarms noted. The insulin pump passed basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming unexpected restart and external ram error and has dah two off no power alarms without a low battery alert. The alarm history showed three unexpected restart, two ram error, three battery out limit and two off no power. Customer stated the device was not stored or not in use for an extended period of time. The insulin pump was not dropped or bumped and the battery cap is not loose, cracked or damaged. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.